Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving bupivacaine (30.0 mg/ml at 11.263 mg/day) , fentanyl (400.0 mcg/ml at 150.18 mcg/day), and clonidine (450.0 mcg/ml at 168.95 mcg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient's sister contacted the clinic and reported the patient had taken tramadol prescribed to their mother in conjunction with the it fentanyl delivered by the pump and was unresponsive. Their mother's caregiver resuscitated the patient and took the patient to the local ed on (B)(6) 2018. Medical records were unable to be obtained as this occurred in another state and the patient would need to submit a records release to this hospital. The patient returned to the clinic on (B)(6) 2018 where they were required to update her controlled substance agreement. The clinical diagnosis was opioid overdose. It was indicated the event was possibly related to device or therapy and possibly related to fentanyl. The hcp was unsure what action was taken in the emergency department but the issue resolved without sequelae on (B)(6) 2018.